Manufacturer narrative:
(B)(6).(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that when the doctor tried to implant an intraocular lens (iol), model/type/manufacturer unknown, and using the correct unfolder, the unfolder proceeded to destroy the lens at the time of lens insertion. It was stated that the cartridge entered the patient's eye, but the inserter did not. It was further stated that the corneal wound was enlarged to remove the cracked lens and insert a new lens. So, the lens was removed and discarded and replaced with a new iol. No further information was provided.

Manufacturer narrative:
Expiration date: 12/30/2006. Manufacture date: 12/30/2004. Usage of device: reuse. Device available for evaluation: yes. Returned to manufacturer on: 07/08/2014. Product investigation: the emeraldt introducer/unfolder handpiece was sent to the manufacturer for investigation. The product is out of warranty. The manufacturer could not determine the cause of the failure; however, the part displayed noticeable wear and tear. The part was manufactured on december 30, 2004 and is out of warranty. The product was in service for 10 years, 8 years past the warranty coverage. A review of the manufacturing records was performed. The manufacturer did not find any evidence that would lead to the failure of the product. All pertinent information available to abbott medical optics has been submitted. Placeholder.